Manufacturer narrative:
Eval summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt presented with dryness and light sensitivity, one month following bilateral lasik surgery. The steroid drops were increased. Additional info was requested. There are two medical device reports associated with this event. This report is for the left eye.